Manufacturer narrative:
H10 - no product samples, videos, or photographs were returned for investigation. The device history review for lot number 4389629 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The reported complaint cannot be confirmed based on the information that has been provided. Additional information can be found in section d10.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a spinning spiros® closed maleluer, red cap that was reported to leak chemotherapy. The spiros was attached to the end of tubing primed with an unspecified chemotherapy, and was connected to the patient without issues. Later, the patient was found with chemo leaking from spiros cap at the site where the spiros connects to tubing. There was patient involvement and a report of an unspecified injury. No additional details have been provided.